Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to patient circuit 2 pump that did not start (power consumption was too low). The issue occurred during maintenance activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in wels, austria. Customer biomedical engineer inspected the device, initially patient pump 2 was replaced without success, then processor board was replaced and issue was solved. Patient bridge was also exchanged. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : inspection and repair done by customer biomedical engineer

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: no similar event has been recorded since unit installation in 2010. Based on gathered information, most likely pump malfunction was caused by an electronic failure related to the main circuit board (cpu). This probably had such damage that it no longer handled input/output operations of the pump. Failure of electronic boards can be related to multiple and not deterministic factors, such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components. However, there is no concerning trend for this kind of failure.

Event description:
See initial report.